Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the guidewire broke off in patient when needle was retracted. The guidewire was coiled in the tissue. Patient had to have guidewire removed from tissue. No other information was provided.

Event description:
It was reported by the customer that the guidewire broke off in patient when needle was retracted. The guidewire was coiled in the tissue. Patient had to have guidewire removed from tissue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged accucath guidewire was confirmed. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The catheter had been advanced and was not returned for evaluation. The safety was engaged and the needle was fully withdrawn into the housing. Usage residues were observed throughout the sample. The guidewire exhibited a complete break proximal of the4 coil region. The distal fragment was not returned for evaluation. Microscopic inspection of the guidewire break revealed a largely granular fracture surface. A region of increased luster was observed along one edge. A permanent bend was observed in the vicinity of the break. Microscopic inspection of the needle revealed deformation along the proximal edge of the bevel. The material buckled outward. The guidewire fracture features and introducer needle deformation were consistent with damage caused by contact between the guidewire and the introducer needle. Such damage may occur if the guidewire is retracted against the needle bevel and if the needle is reinserted following partial withdrawal.

Event description:
It was reported by the customer that the guidewire broke off in patient when needle was retracted. The guidewire was coiled in the tissue. Patient had to have guidewire removed from tissue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.